Manufacturer narrative:
The device was returned to a third party service center for evaluation. During evaluation of the device, review of the device data logs revealed an error message, sf140, related to alarm priority. The display of the device was red. Resmed has requested for the device to be returned so that an engineering investigation can be performed. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed safety system failure leading to ventilation cessation and subsequent decrease in the patient's oxygen saturation. The patient was removed from the device and placed on a replacement device.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint of ventilation stop and sf140 alarm. Investigation determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf140) sounded when the fault occurred which alerts the clinician/carer to intervene. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference number: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed safety system failure leading to ventilation cessation and subsequent decrease in the patient's oxygen saturation. The patient was removed from the device and placed on a replacement device.